Manufacturer narrative:
(B)(4). (B)(6). For the reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, one of the clip jaws opened up after the clip was deployed. The clip then fell off from the mucosa and turned sideways. It was reported that the clip was left to pass naturally by peristalsis and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.